Event description:
Left total knee arthroplasty performed on (B)(6) 2006. On (B)(6) 2006 zimmer rep who re-assembling the total joint instrument tray noticed three degree external rotation guide was not intact. The 6-inch metal sizing guide rod had broken off. Post-op x-rays were reviewed to find the metal rod was retained in the left total lemur canal.